Manufacturer narrative:
Results: the radiopaque marker inside the smart coil pusher assembly appeared to be stretched, with a higher concentration of the marker coil winds located at the ends. A 0.089¿ pin gauge was used for reference during fluoroscopy. The higher concentration of radiopaque marker coil winds were observed through the distal detachment tip (ddt) at two locations. The reflection of light off the marker coil winds confirmed that the radiopaque marker was stretched (thick arrows: concentrated coil winds, thin arrows: individual coil winds). The smart coil pusher assembly was cut open by a penumbra investigator, and a green residue was observed. Conclusions: evaluation of the returned device revealed that the radiopaque marker inside the smart coil pusher assembly was stretched, with a higher concentration of the marker coil winds located at the ends. The higher concentration of coil winds at the ends made it appear as if there were two individual markers. The pusher assembly was cut open by a penumbra investigator, and a green residue was observed. The green residue likely came from a fixture used during production of the pusher assembly, and suggests that the stretched radiopaque marker occurred during manufacturing. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while advancing a smart coil through a non-penumbra microcatheter and into the aneurysm, the physician noticed two marker bands and a light radiopaque line between them about two centimeters long on the smart coil pusher assembly under fluoroscopy. There was no stent, balloon or other microcatheter in the patient at this time. The physician was able to successfully deploy and detach the smart coil and complete the procedure using additional smart coils. There was no report of an adverse effect to the patient.